Event description:
On (B)(6) 2012, the pt reported experiencing elevated blood. The pt is blind and she is unsure how high her blood glucose levels have been. Her normal blood glucose level is 160 mg/dl. She believes air bubbles in the insulin cartridge may be causing elevated readings but she has had someone look at the insulin cartridge and tubing and no air bubbles are found. She stated that she primes the infusion tubing and reconnects to her insulin site and her blood glucose decreases. She stated that when she primes insulin comes out of the insulin tubing but no insulin comes out of the tubing when she boluses. A request for add'l assistance was submitted. Upon f/u on (B)(6) 2012, a company rep reported that she and the pt delivered multiple boluses through the infusion device and found that insulin did not deliver each time a bolus was programmed. The pt was assisted in switching to her backup infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for eval.